Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was kicked in the head by accident directly over the implant site and blacked out in early (B)(4) 2018. Hearing performance with the device is affected. Recipient had good benefit with the device prior to the accident. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was kicked in the head by accident and blacked out around approximately (B)(6) 2018. She no longer had hearing benefit with the device. The recipient was re-implanted.